Event description:
Procedure type: thoracotomy. According to the reporter: the gia 80 4.8 device did not fire while attempting to staple twice on the lung. The device cut, but did not staple. The surgeon had to sew the lung and stop the bleeding. The case was extended by more than 30 minutes. There was unanticipated blood loss of more than 250cc. There was no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).